Event description:
Healthcare professional reported a left side capsular contracture baker grade 3 or 4 and "axillary nodes of benign appearance." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and lymphadenopathy.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and "axillary nodes of benign appearance." The device has been explanted.